Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that slr stem was not involved to this case, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, 28mm liner and 28mm oxinium head should have been revised for unknown reasons (initial surgery date was unknown.) After close incision, x-ray showed this head was 32mm. Thus 32mm head was removed and 28mm was implanted. 32mm head will be returned. There was a 30mins-1hours delay.